Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec¿d 6/11/2014 - medical records received. Patient revised to address fluid collection and elevated metal ion levels. Upon revision, cloudy fluid, fibrinous tan tissue within the femoral head, a thickened capsule, and some black corrosion debris at the inferior portion of the trunnion were noted, though the source of the corrosion debris was not given. The stem remained in situ and the trunnion was noted to be intact. The information received does not change the MDR decision. This complaint was updated on: 06/25/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this investigation closed.

Event description:
Update rec'd 10/31/2014- litigation papers received. Litigation alleges pain and elevated metal ion levels. The stem is being added to the complaint. The dob was provided. There is no new additional information that would affect the investigation. The complaint was updated on: 11/25/2014.

Event description:
Asr revision reported by sales rep. Right.reason for revision - pain.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.